Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is one of three reports (3007042319-2016-00512, 00513 and 3007042319-2016-00514) submitted for devices related to the same event. Device remains implanted.

Event description:
It was reported from the site that the patient was having recurrent electrical fault alarms on the morning of (B)(6) 2016. It was stated that the site elected to do an elective controller exchange after log files indicated intermittent electrical connection due to suspected contamination. It was stated that following the controller exchange, clear liquid noted in driveline connection on controller post controller exchange. It was stated that the patient tolerated procedure well and no further alarms were reported. Total pump time was said to be 60 seconds. No additional information provided. Investigation is ongoing.